Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had blank display. The customer's blood glucose was unknown at the time of incident. The customer stated that they changed the battery and the insulin pump was not turning on. The display did not return after inserting the new battery. The device is expected to be returned for analysis.

Manufacturer narrative:
Insulin pump power up properly after battery installation. Insulin pump received with operating currents within specification and passed self test and displacement test. No cosmetic damage noted.